Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found a lot of eschar caked on the jaws and in the knife track zone. The reported condition was confirmed. A lot of packed tissue on the jaw plates inhibited the jaw closing and opening. Once the jaw plates were cleaned, the jaws moved smoothly. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. An additional failure mode was found in that the insulation showed cracking due to probable contact with a hard object such as a staple. The investigation identified the root cause of the reported event to be improper cleaning by the user. The instruction for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the opening and closing failure occurred with the device. The device did not lock on tissue and was removed from the tissue without damaging it. Another device was used to complete the procedure. There was no patient injury.